Manufacturer narrative:
The customer reported to be waiting on parts for repair that are on back order. Upon a follow up the customer reported that the touchscreen unresponsive and unable to calibrate was confirmed. In addition, it was found that the bezel had a crack. The customer replaced the touchscreen and front bezel to address the reported issue and the unit passed calibration, testing, and was returned to use.

Event description:
The issue occurred during set up with no delay noted.

Manufacturer narrative:
Report date: 16sep2021.

Event description:
It was reported that the ventilators touchscreen was unresponsive, unable to calibrate the touchscreen. There was no patient involvement.

Event description:
The issue occurred during set up with no delay noted.

Manufacturer narrative:
A touchscreen was received with cracked and shattered glass. An investigation was performed and the product analysis technician reported that the touchscreen with cracked and shattered glass could not be tested since the glass has resistive coating, which if broken makes the touchscreen non-functional. Resistance and resistance ration which are out of specification is sufficient to identify the root cause of a touchscreen failure. The root cause was determined that ito coater motor was not properly functioning at supplier¿s supplier, allowing air in the airlock contaminating sputtering chamber, which impact the ito coating, causing hi-resistivity and ito instability over time.